Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to loss of structural integrity 3 years and 4 months after implantation. The patient has medical history of cancer. The patient has recovered without complications.